Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire tip separation requiring medical intervention. Device issue: guide wire separation. It was reported that during the procedure it was noted that part of the guide wire (tip) separated from core and remained in the patient. The separated guide wire tip was successfully snared from the patient's vessel with a bard basket device. The patient was feeling well; however, the procedure was prolonged. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusion will be forwarded upon completion. Quality assurance analysis revealed that the guide wire was returned without blood visible. There was contrast visible on the core and coils. The tip coils were stretched for a length of 2.1 cm proximal to the center solder. The tipball, tip coils, core and shaping ribbon were detached at the center solder. There were several offset coils between the proximal end of the stretched coils and 15 mm proximal from the proximal end of the stretched coils. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) for further analysis. Product performance engineering has not completed their review of this event at the time of this report. Results and conclusions will be forwarded upon completion.